Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6 )2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post implant, the right ventricular (rv) lead exhibited an alert for high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.